Manufacturer narrative:
(B)(4). The breath delivery (bd) power controller printed circuit board (pcb) was returned to medtronic¿s product analysis laboratory. A visual inspection was performed and no anomalies were found. An investigation was performed and the reported issue could not be duplicated. No errors were recorded in the diagnostic logs during testing. No fault was found with the returned bd power controller pcb. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, when a 980 ventilator was powered on, it failed the power on self test (post). The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and found a diagnostic code relevant to the reported event recorded in the ventilators memory logs. The se replaced the breath delivery (bd) power controller printed circuit board (pcb). The se performed calibrations and extended self-testing on the device and all tests passed.